Manufacturer narrative:
The customer did not supply the patient demographics such as age, date of birth, sex and weight. (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible elevated troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed the sample on the same access 2 immunoassay system and on an alternate access 2 immunoassay system (serial number (B)(4)), and obtained lower results within the assay's normal reference range. Two subsequent samples were collected and analyzed on the two access 2 immunoassay systems; they generated results within the assay's normal reference range. The elevated access accutni+3 result was released from the laboratory. The patient was admitted to the coronary care unit and monitored based upon the access results. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a vacutainer lithium heparin plasma tube and was centrifuged at 3,000 rpm (rotations per minute) for fifteen (15) minutes at room temperature. No issues with sample integrity were reported by the customer.